Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 44 mg/dl at the time of incident. The customer did not provide details on symptoms and treatment related to the low blood glucose level episodes. Customer stated that the insulin pump was broken and suddenly notice that the bottom part of the drive support cap was came off. Customer troubleshoot was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement due to broken or detached end cap. No loose drive support cap anomaly.